Manufacturer narrative:
The reported reader (B)(6) was returned for investigation. Visual inspection of the returned reader was performed and observed damage on the usb port. Reader did not turn on with button, strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 reader would not turn on with the button pressed or with test strip insertion. As a result, the reader failed to function as expected and the customer experienced a seizure and a loss of consciousness. The customer was administered glucagon nasal spray by husband as treatment and the customer regained consciousness. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 reader would not turn on with the button pressed or with test strip insertion. As a result, the reader failed to function as expected and the customer experienced a seizure and a loss of consciousness. The customer was administered glucagon nasal spray by husband as treatment and the customer regained consciousness. No further information was reported. There was no report of death or permanent injury associated with this event.